Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a foreign matter was embedded in a bd luer-lok¿ tip syringe before use. No injury or medical intervention.

Manufacturer narrative:
Investigation results: no photos or samples were received in the columbus plant for evaluation therefore failure mode could not be verified and root cause could not be determined. A DHR was completed and no defects were found. No quality notifications were issued for this batch.